Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer refused further troubleshooting and requested a replacement pump, which was processed by technical support. The customer continued to use the pump for insulin therapy.